Event description:
Patient had IV in his hand and reached around to scratch his thigh. He felt a snap. This was the insyte IV catheter hub breaking in half which also broke the clave on extension tubing.